Event description:
A customer reported a failure during a rescue attempt. The customer was unable to provide additional event details.

Manufacturer narrative:
Troubleshooting of the device with customer service found the AED powered on with a spare battery. Although requested, the log files from the device have not been provided and the cause of the complaint is not known.